Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that for the last two weeks the customer had been getting high blood glucose. When the customer goes to bed their blood glucose would be under 200 mg/dl. They would wake up with a blood glucose of 549 mg/dl. The customer treated their high blood glucose with manual injection. Troubleshooting was performed and insulin exited without incident. The caller reported that they had one infusion set with a bent cannula. The device will not be returned for analysis.